Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and other upper quadrant sites. The pump contained an unknown brand of morphine with an unknown concentration set a ¿lowest dose like 105 dose¿. It was reported the patient had a bad experience with the implant on (B)(6) 2010. The patient reported having 2 spinal fluid leaks from the implant procedure. A couple hours after implant, the patient was lifted in bed to sit up and eat. The patient¿s head barely lifted a little bit up and felt like it was exploding. The nurse came in and retrieved the doctor. They told the patient to not get up. The next morning, the patient went back in for surgery. The patient said because she was ¿hypersensitive or something¿, the doctor had her unconscious for the procedure. The blood patch was done. No further issues were reported related to the leak/troubleshooting. The change in therapy/symptoms was considered sudden. The event occurred following implant/head elevation. No further patient complications were reported.